Event description:
The iab was inserted into the pt on 1/29/98. On 1/31/98 after iabp for about two days, blood was noted in the tubing and the iab was removed. No second iab was inserted. On 3/20/98, the following info was reported to datascope: the iab was inserted into the pt on 1/29/98. The air "helium" pumping line to the pt's left groin suddenly filled with blood and clotted. It filled all the way to the pumping chamber of the iabp. The pump was immediately turned off and the balloon was removed. There was no pt injury or complication as a result of the event. The pt demonstrated no neurologic or ischmemic symptoms. [Event complications]: none from the event-reported 2/2/98 and 3/20/98. [Pt's current status]: stable-rpt'd 2/2/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp